Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse reported: the secondary adaptor on the cassette unscrewed when removing dexamethasone secondary tubing causing primary ns fluids to come out and spill on pump on 5/12/2026 staff have reported multiple occurrences of this being loose and having to tighten it. A preliminary review of the logs identified the following issue: administration set breaks (any part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.